Manufacturer narrative:
Investigation findings: the handpiece was received for evaluation and during testing was found to have the potential to operate on its own related to controller failure. An investigation for this failure mode remains in process. Conmed linvatec will continue to monitor this product for failures. There are no reported injuries related to this failure mode.

Event description:
This handpiece was returned with the report that it would not operate. There are no injuries or delays related to this event.